Manufacturer narrative:
The investigation determined that lower than expected ammonia quality control results were obtained from a vitros quality control fluid using vitros amon reagent with a vitros 5,1 chemistry system. The most likely assignable cause of the lower than expected quality control results is instrument related. Prior to the event, unacceptable quality control results were observed. Following maintenance actions, including decontamination, vitros amon quality control results were within acceptance limits. The cause of the unexpected instrument performance is likely due to microslide incubator contamination.

Event description:
A customer obtained lower than expected ammonia quality control results (134.331 umol/l and 119.82 umol/l vs. Expected result of 183.7 umol/l) from a vitros quality control fluid, using vitros amon reagent with a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the events were to recur undetected. There was no allegation of patient harm as a result of the events. (B)(4).